Manufacturer narrative:
(B)(4); additional information was received indicating the patient received an inappropriate shock and the device was reprogrammed. It was also noted that the device was beeping due to the out of range shock impedance measurement. The out of range measurement was cause by electromagnetic interference (emi). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported.